Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse removed the pim and disk to examine the iabp unit for blood contamination, but found none. During testing, the fse observed expired disk and replaced the safety disk prior to leak testing. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use, the balloon connected to the cardiosave intra-aortic balloon pump (iabp) had ruptured, and the customer therefore requested for getinge to check the unit. There was no patient harm or injury reported. Related balloon complaint - (B)(4).